Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The target lesion was identified in the proximal left circumflex with 70% stenosis and a length of 10 mm with a reference vessel diameter of 3.0 mm. The physician treated the lesion with a 3.0 x 12 mm taxus liberte stent and following post-dilatation there was 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011 the patient was admitted with a 3-5 day history of chest pain at rest. Cardiac enzymes and EKG were without acute changes. Cardiac catheterization the next day revealed 60-70% proximal stenosis in the left circumflex and proximal to this was some aneurysmal dilatation. The obtuse marginal (om) branch was widely patent and the om2 branch had a widely patent stent. The proximal lesion was not instent restenosis. The proximal left circumflex was treated with a 3.0 x 12 mm taxus stent and following post-dilatation there was less than 10% residual stenosis. The event was resolved without residual effects and the patient was discharged on aspirin and prasugrel. Per the physician this event is not related to the taxus stent.